Manufacturer narrative:
The reported incident that the drill bit (axsos 3 ti non-locking, short, ø3.2 x 216mm) was stuck in the drill guide (ø3.2mm, non-locking) and was alleged of issue s-36 (component / device stuck) could be confirmed. The device inspection revealed that during insertion and extraction of the drill bit into the cannulation of the drill guide, the drill bit, sometimes, was jammed into the guide, in the part just below the threads. Further investigation revealed that the drill guide, despite some minor scratches on its surface, is functioning according to its specifications and therefore did not contribute to the reported failure. The drill bit, on the other hand, is slightly bended and has numerous scratches throughout its surface. Moreover the threaded part, while being sharp, has dull cutting flutes. The drill bit is bended a bit, which is a result of a not proper use. Most likely the bit was not inserted in parallel with the drill guide. Rotating the drill bit in an angle, while inserting it through the guide, with apparently a lot of power, caused the sharp edges at the tip of the guide to deform/scratch the surface of the drill bit (and create circular marks). This deformation, in conjunction with the slightly bended surface, is causing the drill bit to stick and not function properly. Based on the investigation, the root cause was attributed to a user related issue. Please keep in mind what the IFU clearly states: the users should ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way.¿ furthermore, it is written to ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ the drill guide is bended and consequently it has difficulty when rotating into the guide. Moreover, it is clearly indicated in the IFU that ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other, while during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure¿. Furthermore, for cannulated instruments, the users should always ¿ensure that bone debris does not accumulate in the cannulation of the instrument.¿ the combination of the bended drill bit with some debris left in the cannulation of the guide, can definitely lead to a jammed situation. Therefore appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. According to the cleaning and sterilization guide, ¿the instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. Pay particular attention to cannulations and blind holes. Generally un-magnified visual inspection under good light conditions is sufficient. Particular attention should be paid to recessed features (holes, cannulations). Last but not least, ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, ¿for multiple use drill bit and cannulated drill bits, it is recommended to use them as single patient devices.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos df surgery, the drill bit and the drill guide were stuck when they were use. The surgeon used other 3.2mm drill and continued the surgery.